Event description:
Customer's daughter reports back to back testing on the same meter while using the advantage system with results of 180 mg/dl, 387 mg/dl and 173 mg/dl. No quality controls were run during the call. No adverse event due to device was reported. A request was made for return of the suspect product and a replacement was sent.